Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 200 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Findings: pump received with button error alarm and no button response due to flattened esc button dome switch. Also received with minor scratched lcd window.